Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex is damaged. Analysis also found the upper case, lower case, and battery drawer are broken. Battery release is contaminated. Ring cover, side bail covers, ring, side bails, and ring cover screw are missing. One case screw and the lcd (liquid crystal display) screw are the wrong screws. Gasket was showing in the viewing area of the display.

Event description:
It was reported the ventricular output cannot be adjusted. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.